Manufacturer narrative:
(B)(4). The complaint device was recently returned to our service centre in france. Our investigation is currently in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port and the outer enclosure on the rd900 neopuff infant resuscitator were damaged. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint device was returned to our service centre in (B)(4) where it was inspected by a trained fisher & paykel healthcare (fph) service engineer. The damaged fascia and valve system were returned to fph (B)(4) for further investigation. Results: visual inspection of the returned device revealed that the gas inlet port and the upper end cap were broken. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The subject neopuff device is over 14 years old. The nature of the cracking on the gas inlet port suggests that the damage was caused by impact to the subject neopuff unit. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." All neopuff units are visually inspected and performance tested before leaving the production line and those that fail are rejected. This suggests that the subject neopuff unit was damaged after it was released for distribution. The damaged components on the complaint neopuff device were replaced and it was returned to the customer after passing the safety and performance checks.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port and the outer enclosure on the rd900 neopuff infant resuscitator were damaged. This was found prior to patient use.